Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet spiroflex catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks that were severe. Functional testing was attempted per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to the severe damage on the catheter shaft. It was noticed during analysis that the hypotube was broken located 40.5cm from the tip. No leaks could be confirmed due to the device not reaching the priming stage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on the device analysis completed on (B)(6) 2021. It was reported that luer leak and failure to prime occurred. The target lesion was located in the left main stem. An angiojet spiroflex was used in a thrombectomy procedure. During preparation, priming could not be finished as the device was leaking at the luer portion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a hypotube break.